Manufacturer narrative:
Jaw. Evaluation summary. The analysis results of the el5ml found that the instrument was received with the right jaw broken at the bifurcation. The instrument was cycled and ejected the remaining clip. Due to the condition of the instrument returned, the reported event could not be confirmed. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was review and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap gastric bypass procedure, the device jammed during firing. They did not report how the case was completed. There was no patient consequence reported.